Event description:
During a routine device exchange, it was noted to be difficult to screw the setscrew into the header of the device. Alternative maneuvering of the setscrew was performed and the device was successfully implanted. The patient was stable.